Event description:
Ous MDR - the patient experienced pain when the right ventricle was stimulated. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the returned lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages of the silicone sealing which occurred most likely during explantation procedure. In addition, signs of abrasion were found along the lead body. The insulation was intact. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.